Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical can work with the customer to instruct them how to perform a basic circuit test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator was reading an error on the blender. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, contacted biomed. The unit has an error and because the panel was locked, biomed couldn't calibrate it or make any changes. Had to travel to a different part of the hospital for the o2. Unlock the panel and perform a calibration; the unit is now operational. Unit was run to see if anything went wrong. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.